Manufacturer narrative:
The data acquisition (da) pcba was received for failure investigation. It was tested, and no failures were identified.

Manufacturer narrative:
B4:(B)(6)2021 the field service engineer (fse) determined the ventilator required replacement of filters and the data acquisition (da) board containing the air/oxygen sensors and the cable connecting it to the mainboard. The fse replaced the filters, da board, and cable, and the issue was resolved. Attempts were made to obtain patient information, but no response was received from the reporter. It is unknown if there is patient or user involvement. There was no report of harm.

Manufacturer narrative:
The flow sensor ribbon cable assembly was also returned to philips for failure analysis. The flow sensor ribbon cable assembly was tested, and no failures were identified.

Manufacturer narrative:
Date of report: 11 aug 2021. Reporter phone number - (B)(6). (B)(4). It is unknown if the device was in patient use when this event occurred. Additional information has been requested.

Event description:
The customer reported there was an autozero (machine and proximal pressure sensors failed) error. The patient or user involvement is unknown at this time but has been requested. There was no report of patient or user harm.